Manufacturer narrative:
Device eval summary: device evaluation of electrode sn (B)(4) has been completed. The reported problem (bent belt connector pins) has been confirmed. Upon eval, the trunk cable connector pins were bent. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt connector pins. The pt received a replacement electrode belt.

Event description:
A (B)(6) female, pt, called zoll customer support to report she was unable to connect her electrode belt to her monitor. The pt was issued a replacement electrode belt.